Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a bad insulin reaction where he passed out and hit his head. The customer had low blood glucose levels of 30 mg/dl and treated himself with a glucagon shot. The customer was hospitalized in order to check that the customer's head was alright after falling to the floor. The customer declined troubleshooting because he did not believe there was a problem with the insulin pump. Nothing further reported.